Event description:
Procedure performed: lap chole. "This message was relayed from the scrub tech. I was told dr. Was using our clips for a lap chole and when dr.went to fire the device, the clips wouldn't fully occlude over the cystic duct, and was leaving an apex in the clip (balloon effect). The clips fell off the cystic duct after mutliple fires, and the room instead went to use thr 12mm clip applier. (This incident happened twice that day, and this was the first time.)" Additional information was received via telephone on 11jan2019 at 9:45am from applied account manager. The surgeon experienced the same type of event for two separate surgeries on the same day. The surgeon experienced the event from the first clip fired. The surgeon uses 12mm trocars. The hospital forgot to keep the devices aside and threw them away. The lot numbers are not available. Limited information is available at the time of the reporting. The applied rep will attempt to obtain further details from the surgeon. Additional information was received via email on 14jan2019 at 9:45am from applied account manager. Dr. Couldn't recall if the clip was fully loaded into the jaws upon actuation as dr.was not paying attention. The surgeon could not recall if he squeezed plastic to plastic. "He said he didn¿t realize there was a cholangiogram on our clip applier (which would result in firing a cholangiogram clip¿not a fully occluded clip), so he¿s not sure if he was closing plastic to plastic or not." The rep was unable to gather information regarding skeletonizing the vessel as the surgeon was in a rush between cases. The rep confirmed with the surgeon's pa that the clip apex did not close. Patient status: no patient injury occurred associated with the event.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation, and the lot number was not provided. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow up report will be sent once the results have been analyzed.

Event description:
Procedure performed: lap chole. "This message was relayed from the scrub tech. I was told dr. Was using our clips for a lap chole and when dr. Went to fire the device, the clips wouldn't fully occlude over the cystic duct, and was leaving an apex in the clip (balloon effect). The clips fell off the cystic duct after multiple fires, and the room instead went to use thr 12mm clip applier. (This incident happened twice that day, and this was the first time.)" Additional information was received via telephone on 11jan2019 at 9:45am from applied account manager. The surgeon experienced the same type of event for two separate surgeries on the same day. The surgeon experienced the event from the first clip fired. The surgeon uses 12mm trocars. The hospital forgot to keep the devices aside and threw them away. The lot numbers are not available. Limited information is available at the time of the reporting. The applied rep will attempt to obtain further details from the surgeon. Additional information was received via email on 14jan2019 at 9:45am from applied account manager. Dr. Couldn't recall if the clip was fully loaded into the jaws upon actuation as dr. Was not paying attention. The surgeon could not recall if he squeezed plastic to plastic. "He said he didn¿t realize there was a cholangiogram on our clip applier (which would result in firing a cholangiogram clip¿not a fully occluded clip), so he¿s not sure if he was closing plastic to plastic or not." The rep was unable to gather information regarding skeletonizing the vessel as the surgeon was in a rush between cases. The rep confirmed with the surgeon's pa that the clip apex did not close. Patient status: no patient injury occurred associated with the event.